Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device - 1 year. A full evaluation of the device could not be conducted as the device was not returned for evaluation. A correlation between the device and the reported stroke and bleeding could not be conclusively determined. The instructions for use list stroke and bleeding as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6)2016. It was reported that patient presented to the emergency room with a headache. The patient was on anticoagulation and the l vad was functioning as intended. A computed tomography scan revealed a large mycotic intracranial hemorrhage. The patient¿s neurological status declined, and posturing was observed. The patient was pronounced dead and lvad therapy was discontinued by lvad clinician. No autopsy to be performed and no product to return. No additional information was provided.